Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report : (B)(6) 2015. One ligasure lf4318 was received for evaluation. Visual inspection found no defects. The sample was activated twenty times on simulated tissue and all seal cycles were completed satisfactorily. End tones were heard indicating completed activation cycles. The knife extended and retracted normally when the trigger was activated. The investigation found the device to function normally and within specifications.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device started to take a while to complete the sealing after 2 hours of use during a cystectomy/ileal conduit procedure. Furthermore, the knife blade did not retract smoothly. Bleeding of under 200cc was reported, but the customer was not able to specify what caused the blood loss.